Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Upon evaluation, there was gel leaking from the front therapy electrode. The root cause of the gel leak is physical abuse.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy electrode. The patient was prescribed antibiotics and topical cream. The patient also reported that the electrode belt gel had leaked, further irritating the infection. Follow up indicated that the infection cleared.